Manufacturer narrative:
Device eval battery pack has been completed. The reported problem was confirmed. Battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.

Event description:
A female pt's son contacted lifecor customer support to report that when they went to switch the battery packs they received a "reinsert battery pack" message. He tried to put the battery pack into the battery charger. The charging led on the charger would flash continuously. The battery pack was hot to touch when he went to remove it from the charger. Support sent pt a replacement battery pack.